Event description:
This lv lead was implanted on (B)(6)2012 and was explanted on (B)(6)2012 due to the lead dislodged. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).